Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during testing prior to a shoulder scope procedure, the hand control presented an error message and overheated. The procedure was performed and completed with a backup device of the same model. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.